Event description:
The account alleged that the resident was being transferred from a wheelchair to the bed by a certified nursing assistant when the pt's foot got stuck. The assistant pulled the resident into the bed and noted the pt's leg had a laceration on their foot. The pt was given first aid on site and then transferred to the emergency room where the pt received 25 stitches.

Manufacturer narrative:
The technician inspected the bed rails and found sharp edges on the siderail release button. The account sanded the edges of the release button to repair the bed.